Event description:
It was reported that the device was not charging. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No errors directly related to the reported problem was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was unable to be found. Actions were taken to mitigate the reported issue: reattached alternating current power by securing retaining screws for alternating current power going into power supply board.